Event description:
Patient claim breast implant illness, symptoms: headaches and body aches.

Manufacturer narrative:
Sientra complaint #: case(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: redness, breast pain, headaches, congestion, low back pain, hip pain, dry/burning eyes, insomnia, brain fog/concentration issues, anxiety, chest discomfort, fatigue.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Additional information: h10: sientra previously reported on this issue and after, two MDR reports were sent in by the customer. This medical device report is in response to the additional information obtain in MDR report #mw5116102 and #mw5116103. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.